Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify insulin pump alarm due to motor error alarm noted.

Event description:
The customer reported via call that the insulin pump had pump error alarm. Customer¿s blood glucose was 189 mg/dl at the time of incident. Customer reports they were able to clear the alarm. Customer able to complete rewind. The insulin pump will be returned for analysis.